Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. A correction bolus was delivered to address bg level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.